Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this patient was brought in for dft testing. First shock attempt 10 j was unsuccessful. Second 20 j shock aborted, shock impedance less than 20 ohms. Third shock at 40 j aborted, shock impedance less than 20 ohms. External rescue converted patient to normal rhythm. Lead was capped same day.